Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 .(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 23.0 diopter intraocular lens (iol) was implanted on (B)(6) 2017. It was later explanted on (B)(6) 2017 because the patient experienced blurred distant and near vision, halos around letters, visual disturbances and ghostly vision. There was no incision enlargement performed. The explanted lens was discarded and the replacement lens was a non-amo iol. It was noted the patient has recovered. No additional information was provided.